Event description:
Technician alleged that the brakes were not holding. No one was hurt or injured.

Manufacturer narrative:
Technician found the brake casters were damaged and the brake caster supports. Technician replaced the brake casters and the brake caster supports to resolve the issue.